Manufacturer narrative:
Per tandem's t:flex user guide, "it is very important to set the current time and date accurately to ensure safe insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer set the pump time was inaccurate by 3 minutes. Blood glucose ranged from 230-301 (mg/dl). Tandem technical support assisted the customer with adjusting the pump time.